Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous enhanced estradiol (ee2), progesterone (prge) and prolactin (prl) results were obtained on an unknown number of patient samples on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and observed that the wash station probe 4 was damaged, noted wash failure, verified primary vacuum, dispensing of reagent probes 1, 2 and 3, and visual protocol for washing cuvettes at the washing station after replacing probe 4 at the station and ran auto check, which passed. The customer ran quality control (qc), which recovered within the acceptable range and performed an impact study. Siemens evaluated the event and concluded that the damaged wash station probe 4 potentially contributed to the erroneous ee2, prge and prl results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous enhanced estradiol (ee2), progesterone (prge) and prolactin (prl) results were obtained on an unknown number of patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on the alternate analyzer. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.